Manufacturer narrative:
(B)(4). The insulin pump received with blank display anomaly due to moisture damage on electronics assembly. Unable to performed displacement, rewind, seating and basic occlusion due to blank display anomaly. Insulin pump received with moisture damage noted on motor, vibrator motor or battery tube assembly. Insulin pump received with pillowing keypad overlay.

Event description:
Information received by medtronic indicated that insulin pump had screen messed up discoloration and scratched. Customer stated that they unable to read display. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated that insulin pump was bumped. The device will be returned for analysis.